Manufacturer narrative:
A ge oec service rep investigated the issue and found the malfunction was a result of a defect power supply #3 (ps3). Ps3 was replaced. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. The hospital was unable to, or would not provide any pt info relating to this issue.

Event description:
The ge oec 9900 fluoroscopy system had a vertical lift that would intermittently fail to lower correctly.